Event description:
During colonoscopy, snare failed to open initially however opened after few attempts. It failed to open completely with the second use of the snare. New snare was used. No patient harm. Manufacturer response for captivator cold polyp snare, captivator (per site reporter) no info to date.